Manufacturer narrative:
Date rec'd by MFR: 07jun2019. Date of report: 12jun2019. The touchscreen assembly was returned for evaluation. A visual inspection of the touchscreen assembly revealed no damage or contamination. Resistance measurements determined the ul_lr and ur_ll resistance and ul_lr/ ur_ll resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 28jan2019. Date rec¿d by MFR: 24jan2019. The manufacturers international service technician confirmed the reported issue. The touch screen malfunction is caused by touch screen failure and (user interface) ui board failure.the manufacturers international service technician replaced the defective touchscreen and user interface to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a touch screen fault. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.